Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for several hours several different times. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (part str-gl-blu/serial no. (B)(4)), that was being used with the transmitter during the reported event of permanent out of range was returned. Evaluation of the returned receiver did confirm the reported event.